Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to unspecified reason. The incision was enlarged and sutures were used. Additional information has been requested, but has not been received. Reference MDR# 1313525-2015-00051 for lens used during the procedure.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.